Manufacturer narrative:
A ge service representative performed an over the phone investigation. The power cable was identified as the cause of the event and ordered for replacement. The reported problem was resolved by the customer's biomedical department. The field service engineer provided additional support in repairing the display adapter connections and reloaded the bios. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.